Event description:
It was reported, during an implant procedure, noise was observed when the lead was connected in the ventricular port on the device header. A new device was used to resolve the event. The patient was stable.